Event description:
It was reported that the tip detached from the fiber during surgery. The fiber and the detached tip are being returned to the MFR.

Manufacturer narrative:
The component codes for fiber and tip go with the device code for break. The customer reported two lot numbers (2112a and 2102a) it is unk which lot number corresponds to this event.